Event description:
Boston scientific crm received info that this patient presented to the hospital not feeling well. An evaluation determined the dextrus right ventricular lead had perforated the heart wall. In a revision procedure the bleeding was controlled and the lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.